Manufacturer narrative:
Zimmerbiomet complaint number cmp (B)(4). Weight unknown / not provided brand name unknown / not provided device product code unknown / not provided catalog and lot number unknown / not provided PMA/510(k) number not available since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that during the surgert doctor drilled as usual and performed a sinus lift, when the doctor was placing the implant, it stayed high and tried to adjust it with the driver and the threads of the implant were damaged. Procedure was completed with another implant.